Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the removal of the foley catheter, the balloon was deflated and could not be removed past the tip of the urethra. Additional physician assistance was called, and the urologist was able to remove the foley. The balloon appeared to be twisted around the catheter which made it difficult to remove. No harm was caused to the patient; however there was allegedly temporary discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the removal of the foley catheter, the balloon was deflated and could not be removed past the tip of the urethra. Additional physician assistance was called, and the urologist was able to remove the foley. The balloon appeared to be twisted around the catheter which made it difficult to remove. No harm was caused to the patient; however there was allegedly temporary discomfort.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during the removal of the foley catheter, the balloon was deflated and could not be removed past the tip of the urethra. Additional physician assistance was requested, and the urologist was able to remove the foley. The balloon appeared to be twisted around the catheter which made it difficult to remove. No harm was caused to the patient; however, there was allegedly temporary discomfort.